Event description:
It was reported that this right atrial (ra) lead was attempted implanted due to lack of threshold stability after peel-away, although the right atrial appendage was placed with ra insertion. The lead was changed and was successfully placed in the atrial septum. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.